Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge change error occurred while the customer was loading a new cartridge. During the fill tubing step, customer did not observe insulin exiting the tubing. The infusion set tubing was changed twice and after changing the infusion set tubing one more time along with the cartridge, insuslin was observed exiting the tubing. Tandem technical support assisted the customer and the cartridge was successfully loaded. Customer's blood glucose was 85 mg/dl.